Manufacturer narrative:
(B)(6) follow up for device evaluation. It was reported the needle broke out of the safety device. To aid the investigation, two samples and one opened blister package were received and evaluated by the quality team. Visual inspection showed the needles were detached from the needle hub, with approximately 50 percent of the outer diameter covered with epoxy. No other defects or imperfections were observed. This condition is consistent with a potential jam at the cannulator. A device history record review was completed for material number: 305916, lot: 2287687. The review confirmed that all visual inspections were performed in accordance with requirements, with no quality notifications related to the reported condition. The lot was inspected and accepted per the inspection control plan and subsequently approved for shipment. Additional device history records were reviewed for each batch of needles used in manufacturing this final batch, and no documentation of this type of defect was identified during the production run. Verification of the cannulator was also performed; settings were within specification and product flow was satisfactory. Based on the investigation and analysis of the returned samples, the customer reported symptom is confirmed.

Event description:
It was reported that the bd needle sftygld 25x1 rb needle pulled out of the hub. The following information was provided by the initial reporter: material # 305916. Batch # 2287687. Verbatim: rcc received a complaint via email. Ahs mdip reference number (ID): (B)(4) date of incident (yyyy-mm-dd): (B)(6) 2025. Type of incident/problem: a2. Failure (i.e. While preparing for, in use, after use). Level of harm: ahs optional report to cmdsnet (health canada): incident details: writer was giving patient a vaccine and went to pull the needle out of the arm when the needle broke out of the safety device and stayed in patient arm. Writer removed needle from patient arm using fingers. Picture taken of product and device. Sent to vc of health center. Unexpected or prolonged care? Yes. Device information: device name/description: needle hypodermic safety 25ga x 1 in. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 305916. Serial or lot number: (B)(6). Expiry date: 2027-09-30. Supplier: medline canada corporation. Supplier/catalogue number: (B)(4). Is the device retained? Yes. Number of devices: 1. Wiped, contained, labelled? Unknown. Device handling hazards (when blank = hazards not specified). Additional information provided: 1. Please share the captured photo/video of the event if available. We do not have a picture of the needle in the arm, but we have a post situation picture. 2. Was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? No injury, harm, or complication. We did need to use tweezers to remove the needle from the arm, so the needle was in the arm longer than it should have been.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.